Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the internal insulation was abraded at 9.8 - 14.9 cm, 14.6 - 16.8 cm and 16.0 ¿ 17.0 cm from the distal tip. The external insulation was abraded at 38.9 ¿ 39.0 cm and 39.7 ¿ 40.2 cm from distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.